Event description:
Lv noise consistent with emi noted during device check. Patient was asymptomatic and has not experienced any symptoms since the last visit. No action taken. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.